Event description:
It was reported that the patient faced an occlusion event and experienced Hyperglycemia treated with MDI on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.